Manufacturer narrative:
Device inspection found k-wire has a cut with a bent part. Due to fray of k-wire, forceps elevator does not move smoothly. Leakage from scope connector unit was noted. The reported failure, issue was confirmed. Furthermore, inspection of the device the following findings were observed. Due to deformation of s-connector, water tightness is lost. Objective lens has a scratch, - lg-(light guide) cover glass is dirty. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a scratch, has wrinkle. Ig protector is shaved. Grip, universal cord, s cover found with scratches. S-cylinder is shaved. S-cover has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During receipt inspection on a loaner asset return, the device k-wire was found cut off and frayed at the distal end. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was stress. The root cause of why the the knob wire (k-wire) was stressed could not be identified. The following scenario likely cause the event: I) k-wire was cut due to fatigue breakdown by repeated manipulation. Ii) since unraised (along uncut k-wire) strands were not detected, the device was being used. Iii) in subsequent use of the device, the broken k-wire got caught when attaching distal cover, or the k-wire was frayed by contact with cleaning brush while brushing distal end. The following information contained in the device instructions for use (IFU) can help detect the event and prevent: "inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure, do not use the endoscope." Olympus will continue to monitor field performance for this device.